Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an external neurostimulator (ens). It was reported that the patient had less than therapeutic effect. The patient had been more active. An x-ray revealed that the leads moved down one vertebral body each. The patient had a successful trial and wanted to move to permanent implant.